Event description:
It was reported that the patient was experiencing a shocking or jolting sensation when changing positions. The shocking sensation was occurring at the lead location, in both legs. Impedance measurements were within acceptable limits. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).